Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the comb was damaged, the footpads were discolored, a screw was missing, and the device was out of calibration. The comb, footpads, and screw were replaced and the device was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-01549.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: france.

Event description:
It was reported that during surgery, the device was not cutting properly as the holes in the graft were not consistent. The skin graft was not being pierced uniformly. There was no harm or impact to the patient. Another device was not needed to complete the surgery. Due diligence is complete and there is no additional information available. There was no adverse event associated with this malfunction.